Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connect e-belt) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched lead 1 pulse wire in ecgs c and d near the j502 connection. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing connect electrode belt messages.